Manufacturer narrative:
It was reported that the device generated alarms indicating turbine module communication error, humidity error and various power errors. The issue was not reproducible but the turbine module was replaced for precaution and according to the service manual. Ventilation is not possible when these alarms are active. The reported alarms and other power related alarms where confirmed in the received device logs. The investigation of the returned turbine module did not reproduce the alarms. When mounted into a reference test device, the unit passed both pre-use check and a 24 hour test ventilation session. The reported device was running an older software version. Corrective actions regarding this issue has been implemented in the latest software version release. The recommended action is to always use the latest released software.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module communication error. There was no patient involvement. (B)(4).